Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on (B)(6) 2010. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.